Event description:
It was reported that the pump was "inconsistent in dispensing fluid." It was stated that it was "sometimes short or there would be too much remaining in the pump." It was indicated that the patient was to remove the pump system. Patient was scheduled for an MRI on (B)(6) 2012; it was added that every time she had an MRI, the pump didn't recover. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during refill, the pump was supposed to have 5 milligrams left, and the actual volume was 12 milligrams. Sometimes the pump was supposed to have 7 milligrams left and the actual was 2 milligrams. The pump was either delivering "too much or it's not giving the patient enough."